Manufacturer narrative:
Initial.

Event description:
It was reported that the user took a long walk without pausing the ilet and subsequently observed a sensor glucose value of 63 mg/dl that could not be confirmed by fingerstick; the user treated with candy and reported dizziness prior to treatment. Symptoms included dizziness consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention. Investigation included user interview, review of reported glucose values, and troubleshooting and education on exercise management and pausing the system during prolonged activity. Investigation of this case revealed no confirmed device malfunction and suggested exercise-related glucose lowering as a potential contributor, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.